Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) exhibited an error code (01:00, system reset) during routine follow-up interrogation. The code indicates a memory reset. The code was cleared but reocurred several times. Tech services recommended replacement of the device.